Event description:
It was reported that a spectrum pump experienced a close door message. It was also reported that there was no patient incident.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom close door message caused by a failed upper hook switch. The upper auxiliary assembly, which contains the failed upper hook switch, was replaced.